Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 490 mg/dl at the time of incident and 200 mg/dl to 345 mg/dl. She had ketones, while in the hospital she had insulin flow blocked. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did allege under delivery because when using that particular infusion overlapping with the problem with sensor he did not get any insulin. Customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.